Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a connection issue was not confirmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that next day post replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) and the right atrial (ra) lead exhibited a connection issue.  It was noted that noise was observed on the atrial electrograms (egm) channel with patient movement and atrial impedances were variable ranging from low to high impedance measurements.  A chest x-ray was inconclusive, but it did appear the lead was not fully seated in the header.  It was also noted that it was a very long case, and that the physician was in a hurry as the case had taken so long.  The device and lead remain in use.  No patient complications have been reported as a result of this event.